Event description:
It was reported that the implantable pulse generator (ipg) triggered a lead warning for undefined right ventricular (rv) impedance. The ipg showed rv noise and no rv capture. An x-ray confirmed that the rv lead pin was in the device header and the lead tested within normal limits during the device change-out procedure. The physician suspected a possible damaged device header or set screw. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the setscrew block of the connector. The returned device indicated a loose/detached set screw. If information is provided in the future, a supplemental report will be issued.